Event description:
A valiant stent graft system was implanted for the endovascular treatment of a lesion under the left subclavian artery. There was no calcification. The vessel tortuosity was noted as none. Pre-dilatation of the artery was done. It was reported that patient experienced chest pain two weeks after the index procedure. A follow up cta scan was done and it showed type iii endoleak due to a tear near the third spring of the stent graft. No damage to the packaging was noted. Per the physician, another stent graft needs to be implanted for treatment. The secondary intervention has been scheduled, however, the exact date remains unknown. Per the physician, the event was related to the device; the cause of tear in the stent graft that led to type iii endoleak remains unknown. No additional clinical sequelae were reported and the patient is currently hospitalized.

Manufacturer narrative:
(B)(4).